Event description:
On (B)(6) 2012 the reporter, the patient's father, contacted animas to report the pump had no power and had moisture behind the display lens. On (B)(6) 2012 the patient's bedtime blood glucose reading was 113 mg/dl. On that day, the patient went swimming in a pool. After swimming, the patient noted the pump's audio bolus button was missing. The reporter noted the audio bolus button had been on the pump prior to the patient's going swimming. On the morning of(B)(6) 2012 the patient obtained the blood glucose readings of 513, mg/dl and 'greater than 600 mg/dl' and he experienced the symptom of nausea and tested positive for ketones. The patient then noted the pump had no power. The patient was treated with a bolus dose of insulin via an insulin pen injection, and felt better afterwards. His blood glucose level corrected to 200 mg/dl. Troubleshooting revealed no damage to or moisture in the pump's battery compartment, and the battery cap was secure. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia after the pump power issue occurred, and after there had been moisture ingress to the pump due to the bolus button missing. Therefore this complaint is being reported.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that there was moisture in the display screen. The pump failed to power on. There was a bolus button leak found. The pump was opened and there was moisture damage found on the pcb.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.